Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center had error code b30. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over eight (8) years, since the subject device was manufactured. The device was not returned to olympus for inspection. And therefore, the customer complaint was not confirmed. A definitive root cause was not identified, for the complained device. However, based on the results of the investigation, the probable cause of the "b30 error" malfunction could be related to a scope error. Troubleshooting was tried with same scopes. However, trying another scope solved the error. Olympus will continue to monitor field performance for this device